Event description:
It was reported that this pacemaker was explanted and replaced with a non boston scientific product due to premature battery depletion. The product will be returned for laboratory analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The baseline testing completed on the device found no failing conditions. All testing completed on the device passed or was not applicable. The premature battery depletion allegation could not be confirmed by laboratory analysis.

Event description:
It was reported that this pacemaker was explanted and replaced with a non boston scientific product due to premature battery depletion. The product will be returned for laboratory analysis. No additional adverse patient effects were reported.